Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new ipp pump was implanted. It was additionally reported that the patient felt there was a lack of flow in the device because he was having difficulty inflating and deflating the cylinders. The patient's symptoms began two weeks ago. The physician was able to identify the fluid loss during the surgery at which time he was able to determine it was from the reservoir due to a pump connector breakage.

Manufacturer narrative:
Field change: concomitant medical products, device evaluated by MFR,evaluation codes , additional narrative. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. No leak was found. The pump was not functionally tested due to contamination. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new ipp pump was implanted.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new ipp pump was implanted. It was additionally reported that the patient felt there was a lack of flow in the device because he was having difficulty inflating and deflating the cylinders. The patient's symptoms began two weeks ago. The physician was able to identify the fluid loss during the surgery at which time he was able to determine it was from the reservoir due to a pump connector breakage.

Manufacturer narrative:
Updated.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new ipp pump was implanted. It was additionally reported that the patient felt there was a lack of flow in the device because he was having difficulty inflating and deflating the cylinders. The patient's symptoms began two weeks ago. The physician was able to identify the fluid loss during the surgery at which time he was able to determine it was from the reservoir due to a pump connector breakage.